Event description:
Caller reported a malfunction on pump, identified as malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information and assisted the caller in resetting pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any malfunction codes appeared again, which the caller acknowledged and understood.